Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during further attempts to advance the non-abbott balloon dilatation catheter (bdc) interaction with the moderate tortuous, mildly calcified and 90% stenosis anatomy/other devices and/or inadvertent mishandling resulted in the reported/noted kink(s) in the core; thus on attempting to remove the bdc resulted in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilation catheter: canpass1.5, scoreflex1.5. Guide wire: runthrough. Guide catheter: heartrail jl6f, kusabi. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric, de novo lesion in the proximal left circumflex (lcx) coronary artery with moderate tortuosity, mild calcification and 90% stenosis. A 014 high torque versaturn guide wire was advanced to the peripheral lcx and a non-abbott guide wire was advanced to the bifurcation. A non-abbott balloon dilatation catheter (bdc) was attempted to be advanced over the versaturn guide wire to the lesion; however, failed to cross the bifurcation into the lcx due to the anatomy. On further attempts to advance the bdc, the core of the versaturn guide wire kinked. On attempting to remove the bdc, resistance was met with the guide wire as a result of the kink and the bdc became stuck. The bdc was ultimately removed independently by advancing a non-abbott guide catheter to hold down the guide wires while the bdc was withdrawn. No further intervention was performed. The guide wire was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.